Event description:
A 60-year old female consumer reported that she was injected with restylane into the marionette lines and chin on an unspecified date in december 2005. Immediately after the injections, she noted pain, severe fatigure and bruising that resolved after two weeks. The restylane lot number and expiration date were reported as unk. Further information is not expected.

Manufacturer narrative:
MDR is not described in the device's labeling.